Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii.

Event description:
The doctor reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: broken shell, wear abrasion, crease fold, brown particles and weight to the spec. A visual and micro analysis was performed which identified: striated opening. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
The doctor reported right side rupture and capsular contracture, baker grade ii. Device has been explanted.